Event description:
It was reported that the device, for no reason, was jumping to a really high number. It was so strong that her arms flew up in the air and her legs were prone. The patient couldn¿t talk and would lose all control of her body. It was like she was being electrocuted from within. The first time this occurred was (B)(6) 2014. She was sitting on the edge of the bed knitting. She should¿ve been at 0.50 volts and it ramped up to 5.0 volts. The second time this occurred was 2 weeks prior to this report. That time she was manually putting the programmer from a sit/stand position. She then went to lie down on the bed and ended up flat on the floor. The programmer fell on the bed. At the time of this call, she had not used her stimulation for 3 weeks as she was afraid to turn it on. She was in pain from multiple back surgeries that occurred before implant. Troubleshooting with the programmer was offered but declined by the patient. She was too scared to do anything with the programmer. It was noted that her programmer did say the words lying, sitting, etc. But she has to manually change the stimulation when she would switch positions. It was noted that the device was not listed as a sensor device. Follow-up was performed to determine if any troubleshooting had been performed, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).